Event description:
A male pt reported that he had uveitis with use of renu with moistureloc multi-purpose solution. The pt presented himself to an emergency room. He also went to an eye center and treated with "sacrogyl", pred-forte, and prednisone. There was no lab work done. A specialist considered it as not fungal. The pt was prescribed prednisoe gtt, cyclopentolate gtt, and oral prednisone (20mg 3x a day). His eye condition started to clear up somewhat, while his left eye still not clear.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this specific complaint since no product was returned and no lot number was provided. Based on all info, no causal factors can be determined and no conclusion can be drawn. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.